Manufacturer narrative:
Calibration and qc do not point to a general instrument or reagent issue. An assessment of instrument data found 53 clot alarms, 32 sample foam alarms, and 2 abnormal cell blank alarms. A specific root cause could not be identified.

Event description:
Hold for ot we received an allegation about discrepant results for 8 patients' plasma samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Sample 1: (B)(6) 2023 . Initial result: 16.4 pg/ml . 1st rerun result: 10.5 pg/ml . After decantation and centrifugation, the sample was repeated: 2nd rerun result: 10.6 pg/ml.. Sample 2: (B)(6) 2023 . Initial result: 38 pg/ml . 1st rerun result: 47.4 pg/ml . After decantation and centrifugation, the sample was repeated: 2nd rerun result: 47 pg/ml . Sample 3: (B)(6) 2023 . Initial result: 58.1 pg/ml . 1st rerun result: 30.3 pg/ml . 2nd rerun result: 30 pg/ml . Sample 4: (B)(6) 2023 . Initial result: 222.0 pg/ml . 1st rerun result: 9.4 pg/ml . After decantation and centrifugation, the sample was repeated: 2nd rerun result: 9.7 pg/ml . Sample 5: (B)(6) 2023 . Initial result: 1321 pg/ml . 1st rerun result: 1419 pg/ml . After decantation and centrifugation, the sample was repeated: 2nd rerun result: 1602 pg/ml . 3rd rerun result: 1615 pg/ml . Sample 6: (B)(6) 2023 . Initial result: 741 pg/ml . 1st rerun result: 895 pg/ml . After decantation and centrifugation, the sample was repeated on (B)(6) 2023 . 2nd rerun result: 956 pg/ml . Sample 7: (B)(6) 2023 . Initial result: 34.2 pg/ml . 1st rerun result: 4.7 pg/ml . Sample 8: (B)(6) 2023 . Initial result: 24.9 pg/ml . 1st rerun result: 20.5 pg/ml . After decantation and centrifugation, the sample was repeated on (B)(6) 2023. 2nd rerun result: 19.7 pg/ml.. No questionable result was reported outside the laboratory.

Manufacturer narrative:
Section e1 (initial reporter phone number): (B)(6). The cobas e801 analyzer serial number was (B)(6) (cobas a). Calibration and qc were both acceptable on the day of the testing. Investigation is ongoing.

Manufacturer narrative:
The customer alleged discrepant results for an additional patient's sample. Sample 9: on (B)(6) 2023: initial result: 153 pg/ml. 1st run: 190 pg/ml. 2nd run: 202 pg/ml. Sample 4 was tested on (B)(6) 2023. Sample 7 was tested on (B)(6) 2023. The alarm trace showed multiple clot alarms and foam alarms. It also showed abnormal cell blank alarms twice that have been identified as a symptom of a problem that can develop when using lithium heparin tubes with a separation gel. Based on the provided data, a general reagent issue can be excluded. Calibration and qc data did not point to a general instrument or reagent issue. The instrument data did hint to a local pre-analytical handling issue when using lithium heparin tubes with a separation gel.